Event description:
It was reported that a patient underwent an unknown procedure in 2022 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We are reviewing the quantity involved in this complaint. The initial event description indicates a single event, however the quantity involved is 36. How many sutures were actually used in the procedure that experienced suture breakage? Are 36 unopened samples being returned for analysis? The initial event description indicates a single event. Please clarify the additional information received. Did suture breakage occur in 15 separate patient events? Additional information was requested, and the following was obtained via: please confirm if 36 sutures broke during passing through the tissue: almost. Please provide the lot number: mm6636. Did the event occur during one or multiple patient procedures? Needle breakage during passing the tissue. What is the total number of procedures? 15 case. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). Na. If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). N/a. It can't be clearly defined how many impact products was involved in each procedure based on customer's feedback.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/7/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/9/2022. Additional information was requested, the following was obtained: 1. How many sutures were actually used in the procedure that experienced suture breakage? No actual quantity was provided, but received feedback that frequency of suture breakage experienced by hcp is 60%. 2. Are 36 unopened samples being returned for analysis? 5 ea unopened samples will be returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.